Event description:
It was reported that the guidewire fractured while navigating into a lesion. The broken segment was successfully retrieved with a snare. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the device involved in the event will not be returned as it is being retained by the user center. (B)(4).